Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Provider states, power switch is defective causing no alarms.

Manufacturer narrative:
The device was evaluated by the returns department which found that the compressor was verified but not the ties or the no alarm issue as only the compressor was returned.

Event description:
Provider states, power switch is defective causing no alarms.